Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels. The customer's blood glucose level at the time of incident was 22mg/dl. The customer's most current level was unknown. The customer was treated by paramedics for the lows but did not go to the hospital. Troubleshoot was conducted. The customer did not believe the device was over delivering. The customer was advised the pump would be replaced and returned for analysis.